Event description:
The electrode broke during a procedure, and the customer believes that a piece broke off into the patient and had to be retrieved. There was no patient injury.

Manufacturer narrative:
Product will not be returned for evaluation. Further information about the event has been requested and is pending receipt; a supplement report will be submitted, if necessary.

Manufacturer narrative:
Product has been returned. The findings determined customer use. The distal loop is broken from the housing shaft and the loop is missing. The proximal prongs are burnt, and the insulation is missing.